Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead safety switch was detected on this right atrial (ra) due to a high out of range pacing impedance measurement. The lead has had high impedance measurements for the past year as well as noise. Boston scientific technical services (ts) suspects the lead may have fractured. The patient does not have a history of atrial arrhythmia's and does not pace at all in the atrium, therefore, ts discussed reprogramming as the most likely solution as ventricular pacing remains available. There were no adverse patient effects reported.